Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shock lead impedance measurements greater than 125 ohms. A boston scientific crm technical services consultant advised bringing the patient into the clinic and performing a commanded 1.1 j and a max energy shock to test system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The patient was brought into the clinic and a max energy shock was delivered. The impedance measurement was 115 ohms. A boston scientific crm technical services consultant discussed that the impedance measurement was on the high side, but was acceptable. They suggested monitoring via latitude and to consider bringing the patient in periodically for additional shock delivery. Replacement of the lead was recommended if the physician did not feel comfortable. Approximately one month later, a high out of range shock impedance was detected via latitude. The physician was made aware of the situation, however no intervention was performed. All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated the device was explanted and replaced following the patient's death. At the time of the patient's death there were no known allegations against the device system. No portions of the lead have been returned for analysis testing.